Event description:
Terumo received the following reported information: during priming the pump one of the 3-way connectors on the oxygenator sampling port was found to be completely detached. The event occurred pre-treatment; therefore, no patient was involved or harmed.

Manufacturer narrative:
. E3: occupation: distributor g4: 510(k) no.: k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. (B)(4) submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.